Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number for breaks off during use. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for breaks off during use. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles broke during injection. Verbatim: "short pen needle 8mm 5/16 discarded item and box. Has others unused from this box in a bag. Can't read the lot number from them. Sending mailing kit for the unused pen needles. This consumer injecting with this pen needle feels it was a new needle occd date (B)(6) 2019 with long acting insulin. Normal reuses and stores needle on pen. The needle broke in her site she called her doctor. Doctor told her to visit with emergency room today and call bd before hand. I am sending a maiing kit and voucher. Informed consumer upon her questions if bd will pay all documantaion will be reviewed need eobs notes and records for out of pocket expenses only. Not saying anything will be paid. Consumer on medicare and medicaid. Informed consumer to let us know what the hospital does with site."